Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." As medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such, we have not identified this as reported device explant at this time. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect. However, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2001, the patient underwent surgery for repair of an inguinal hernia. As reported, a bard/davol perfix plug, reference number 0112750, lot number 43hkd309 was implanted to repair the hernia defect. It is alleged that on (B)(6) 2011, the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug.

Manufacturer narrative:
Addendum to the previous information. This supplemental emdr is being sent to correct the expiration date reported for the perfix plug. A manufacturing review was performed which found that the device provided was manufactured to specification. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." As medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such, we have not identified this as reported device explant at this time. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect. However, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum #1: this supplemental emdr is being sent to correct the expiration date reported for the perfix plug. A manufacturing review was performed which found that the device provided was manufactured to specification. With the current information available, no definitive conclusion can be made. H11: this supplemental emdr is submitted to document additional information provided and to correct the manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 10 years post implant of perfix plug, patient was diagnosed with nerve damage, hernia recurrence, adhesions, fibrosis and pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists adhesion as a possible complication. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2001, the patient underwent surgery for repair of an inguinal hernia. As reported, a bard/davol perfix plug, reference number 0112750, lot number 43hkd309 was implanted to repair the hernia defect. It is alleged that on (B)(6) 2011, the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug. Addendum per additional information provided: (B)(6) 2001 - patient was diagnosed with indirect inguinal hernia and left groin pain thereby underwent open repair with implant of perfix plug. Per operative notes, ¿a indirect inguinal hernia was identified, a fibrous band was transected that later appeared to be the ilioinguinal nerve. A small perfix plug was placed and sutured. The mesh patch was then placed in the posterior floor of inguinal canal.¿ (B)(6) 2011 - patient was diagnosed with chronic left groin pain and left inguinal nerve entrapment thereby underwent open repair with explant of perfix plug. Per operative notes, ¿a tremendous amount of scarring was noted to the previous mesh plug. The ilioinguinal nerve was then noted tightly attached to the mesh itself. The mesh was also scarred down to the inferior epigastric vessels, it was dissected and separated away from all surrounding structures including the nerve and completely excised. Then the hernia was repaired.¿ attorney alleges that the patient had adhesions, nerve damage and pain.